Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown day in (B)(6) 2020 during an unknown procedure, the screwdriver was broken. Both transverse projections had broken off. The procedure was completed with another screwdriver. There was no patient consequence. This report is for one (1) cross pinned strdrv scrwdrvr shaft self-retaining t15/qc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h6: investigation summary : reviewing attached picture, the complaint description can be confirmed that the across pin of tip is missing. At the tip are wear marks visible. Based on these findings, the age (13 year old) and the used condition of the device a manufacturing related issue can be excluded. We have to assume that a mechanical overload situation caused the missing across pin. Wear and tear may also have played a certain role too. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number:03.614.018, synthes lot number: 5810221, supplier lot number: n/a, release to warehouse date: sep 29, 2008, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.